Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarms. The customer states they had been previously hospitalized for diabetic ketoacidosis. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was 153mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The device passed testing and was found to be operating as designed. The customer was advised to conduct full set, reservoir and insulin change. The customer wanted the pump replaced. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents within specification and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No unexpected excessive no delivery alarm noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and cracked reservoir tube lip.